Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. There was no reported adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, was provided replacement pump as backup therapy, and technical support confirmed shipping address and arranged delivery, while instructions for returning problematic pump were not documented.